Event description:
The pt was transferred from another institution. The iab was inserted into the pt on 10/22/97 at 6:00 p.m. And removed on 10/22/97 at 11:00 p.m. The iab did not malfunction. The pt had a thrombosis, removal was required and surgery was required. (Event complications: thrombosis/removal required/surgery required-rpt'd 11/6/97.) (Pt's current status: unk-rpt'd 11/6/97.)